Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of the power supply. There were no evidence of frayed/exposed wires coming from the power connector plug (right angle ext.) All returned power cables were able to be used for further testing and performances without any power malfunctions excluding the defected cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This complaint does not fall under the fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires and sparking of the power extension cable. The patient electronic unit was replaced. It was reported that the patient was shocked on their neck from the power extension cable sparking. The patient did not report any visible injuries and did not notify remote care technical services of any medical treatment sought.